Event description:
Major pump unit(s) involved: blood pump. Specific component(s) involved: outflow graft malfunction/malposition.

Event description:
Major pump unit(s) involved: blood pump. Additional text: blood clot. Specific component(s) involved: outflow graft malfunction/malposition. Additional text: the outflow graft bend relief slipped off from the lvad pump and it was bending the outflow pump. Causative or contributing factor: no specific contributing cause identified. Intervention(s): replacement of pump. Implant device type: lvad.